Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The device had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the insulin pump was damaged with a crack on the reservoir compartment. Customer's blood glucose at the time of the incident was unknown. Troubleshooting was performed and found that the reservoir was able to lock in place. The customer was advised the insulin pump has to be replaced and revert to backup plan per health care provider's instruction. The device will be returned for analysis.